Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Off-label, unapproved or contraindicated use (7-8 mm diameter iliac arteries). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of the pre-operative rupture of a 7.0 cm abdominal aortic aneurysm. It was noted that there was poor access vessels. The proximal neck measured 22-30mm and the right and left iliac measurements were 7-8mm. It was reported that the physician had a difficult time passing the main body up to the target area. Both sides were attempted and access was eventually gained through the left side. All stent grafts were successfully implanted with no issues. Final imaging revealed a small type ia endoleak. The physician ballooned and the endoleak improved but there was still a small endoleak remaining. At this point the physician decided to monitor the patient. Later that day the patient lost pulse in their left leg. They were brought back to the operating room to balloon their left external iliac artery and blood flow was improved. No issues were seen with the right 16/10/124 contralateral limb. The physician stated that the cause of the type ia endoleak was anatomy related; specifically, a conical and calcified neck. The physician also commented that the suprarenal aorta was extremely small and calcified which did not allow the supra renal strut to fully open. The physician stated that the difficult insertion and the outflow issues after the procedure were caused by small iliac arteries. A decrease in renal function was also noted; however, the physician stated that the renal failure was caused by blood loss prior to the device implant. It was then reported that the patient expired two days post implant due to multi-system organ failure and bowel infarction; but the physician again stated that these were all due to the blood loss caused by the pre-operative rupture and were not related to the device or the procedure.